Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a device that required valve-in-valve intervention after an implant duration of six (6) years, ten months due to aortic stenosis and valve area of .4mm. Patient was implanted with a 26mm transcatheter valve within the existing valve; both devices remain implanted. There were no reported complications, patient was reported in stable condition.